Event description:
It was reported that the system would intermittently freeze with 5 arrows and locking up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug connector and lemo connector were tightened and the battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.